Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. The hemostatic valve on the carto vizigo¿ 8.5f bi-directional guiding sheath - medium was not sealing. The procedure was not delayed due to the reported event. The procedure was successfully completed. There was no patient consequence reported. Additional information was received. To be more specific on what section broke/separate it was the hemostatic valve. The hemostatic valve did not seal. The sheath was being used on the patient and no air entered the patient¿s body. The issue did not require percutaneous, surgical removal or medical intervention. Patient hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was not quantifiable very little. The event was assessed as MDR reportable for a hemostatic valve separation issue.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 50000114 and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).